Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficult septal crossing with the guide (failure to advance) may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (transseptal puncture techniques) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, failure to advance may be influenced by morphology of the mitral valve or difficulties visualizing the device during advancement. In this case, it is likely that the difficulty crossing the septum was related to an interaction between the tip of the guide and the membranous area of the septum upon the initial attempt to cross. Based on the information reviewed, the reported failure to advance appears to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device. The patient effects hematoma, hemorrhage and hypotension are listed in the mitraclip system instructions for use (IFU) as possible complications of the mitraclip procedure. In this case, the reported hypotension was likely a secondary effect of the hemorrhage; however, a definitive cause for the reported hemorrhage and hematoma and their relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no manufacturing nonconformities issued for the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report right hemothorax that was observed during use with the steerable guiding catheter (sgc) that required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that the fossa ovalis was in an anterior location; therefore, the transseptal puncture (ts) was performed in the muscular portion of the fossa in order to have a safe distance from the aorta. The steerable guiding catheter (sgc) was inserted and advanced to the septum. When the sgc was attempted to be advanced into the left atrium, it was noted that the sgc could not advance across the fossa. The patient became hemodynamically unstable, with a drop in blood pressure. The sgc was removed and the systolic blood pressure returned to stable. After approximately 5 minutes the patient had a drop in blood pressure again, and a hemothorax on the right side in the pleura was observed via echocardiogram. A drainage was placed and the blood was aspirated. Protamine was administered. The procedure was aborted and the patient was referred to surgery. The mr grade remained at 3. Surgeons could not identify a cause of the bleeding and the blood was removed with a suction tube during surgery. Patient was extubated and transferred the intensive care unit (ICU) in hemodynamic stable condition. The patient is planned for mitral valve surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter was reportedly discarded at the facility. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.